Event description:
It was reported that while using bd phoenix¿ ast broth atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "pir301996: ph of ast broth low.0 pir3019961: issue quality for ast broth pir3019962: issue quality for ast broth"

Manufacturer narrative:
Investigation: this complaint is for low ph values obtained by the customer when using phoenix ast broth (246003) batch numbers 0128053, 0294274, and 0294272. The customer did not returns samples, but did return photos for investigation. To investigate, a total of fifteen (15) retention broth tubes were testing using an orion 2 star ph meter. Five (5) retention broth tubes from complaint batch 0128053 were evaluated for ph. Five (5) retention broth tubes from complaint batch 0294274 were evaluated for ph. Five (5) retention broth tubes from complaint batch 0294272 were evaluated for ph. All fifteen (15) tubes tested yielded ph results within the expected range (7.2-7.4) for phoenix ast broth. Since all results were satisfactory, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints was performed and there were no additional complaints on complaint batches 0294272 and 0294274. There were two (2) additional complaints on complaint batch 0128053. Complaint trending was performed and no trends were identified associated with this defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0128053, medical device expiration date: 2021-05-04, device manufacture date: 2020-05-07. Medical device lot #: 0294274, medical device expiration date: 2021-10-12, device manufacture date: 2020-10-20. Medical device lot #: 0294272, medical device expiration date: 2021-10-12, device manufacture date: 2020-10-20.

Event description:
It was reported that while using bd phoenix¿ ast broth atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "(B)(6): ph of ast broth low.0. (B)(6): issue quality for ast broth. (B)(6): issue quality for ast broth".